Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
The tip of the scissors loosened the plastic part. The surgeon had difficulty finding the instrumental part in the cavity. It was found, did not cause harm to the patient.